Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 for low blood glucose of 13 mg/dl. Customers current blood glucose value was 139 mg/dl. Customer stated the customer was unresponsive and husband could not woke up her. It was unknown whether auto mode feature was active at the time of event or not. The insulin pump will be returned for analysis.